Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this right atrial (ra) lead, loss of capture (loc) was thought to be observed. Ultimately, it was reported that the patient's heart condition was not conducive in assessing capture. An x-ray appeared to display an ra lead dislodgement, however, further review confirmed the ra and right ventricular (rv) leads to be laying on top of one another, hindering the view of the ra lead. As a result of the assumed loc and dislodgment, an invasive lead revision procedure was performed. The ra lead was disconnected from the device and a stylet was placed, which confirmed full lead placement and functionality. The ra lead was then re-connected to the device and the pocket was closed. No adverse patient effects were reported during the procedure.